Manufacturer narrative:
(B)(4). Device evaluation: product evaluation cannot be performed as per the initial report, the lens was discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: results of the manufacturing records review documentation shows that the production order was manufactured and released according to specification. A search of complaints was performed and revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye, due to a correction issue. Refraction was not satisfactory. Suspect product was discarded in facility. It was replaced with a same model, lower diopter size (21.0) iol. There was no incision enlargement, no vitrectomy, and no sutures required. No other information was provided.